Event description:
Customer reported that a patient sample with no previous history and a positive antibody screen did not react with cell 2 (k+k+). Cell 7 (k+k+) was weakly positive. Additional testing with another panel later identified an anti-kell.

Manufacturer narrative:
Ocd performed retained testing of the product. Satisfactory results were observed. A batch review was also performed. All results were satisfactory. Product continues to perform as intended. (B)(4).